Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported [ER visit/hospitalization] and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient was driving to her husband's doctor's appointment when the alarm occurred. She did not go to the ER until after she had dinner later that night. Once her pod alarmed and she got to her husband's doctor's appointment, she asked the office for syringes and they gave her 2. She did not understand the measurements on these syringes and this is why she accidentally gave herself 60 units of insulin instead of 6. She stated her husband threw the pod away during the incident so she no longer has it to provide the lot or seq number. This made the patients blood glucose drop to as low as 40 mg/dl. The patient was then provided with an IV with glucose. She was also treated with fruit snacks, orange juice and a sandwhich. She stated that then her blood glucose started to go back up from all of the carbs that the ER had given her.